Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-oct-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00691 and 3008114965-2023-00692. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
UDI related data quality updates only. Correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile envoy® guiding catheter, 6f, 100 cm, mpd, xb was received contained in the decontamination pouch. Visual inspection was performed. Two (2) kinks were noted on the shaft of the catheter. The first at 7cm and the second at 44.3cm; all measurements were taken from the proximal end of the catheter. No other damages were observed. Dimensional analyses were performed on the inner diameter (ID) and outer diameter (od) of the device; the measurements were confirmed to be within specifications. A review of manufacturing documentation associated with this lot (30824156) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. In addition, devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. The reported issue regarding the resistance felt when the microcatheter reached the distal end of the catheter could not be evaluated through functional testing. The kinked damages observed during the visual inspection prevented functional test from being performed. These damages were not originally reported, and the exact time of occurrence cannot be determined. As a result, the damages are suspected to be the result of post-operative handling and are not considered a contributing factor to the failure reported. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: ¿ do not use a catheter that has been damaged in any way. If damage is detected, replace it with another envoy guiding catheter that is not damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00691 and 3008114965-2023-00692. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-oct-2023. [Additional information]: the cerenovus sales representative provided additional information. Per the additional information, the procedure was a stent-assisted aneurysm embolization. Adequate, continuous flush was maintained through the microcatheter. When the stent was removed from the patient, the stent component was still on the delivery wire. The stent / stent delivery wire did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. No other device went through the same microcatheter. The replacement microcatheter was the same brand as the original microcatheter. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The replacement guide catheter was another envoy guiding catheter (67025800). The additional information confirmed there was no negative patient impact. The physician did not consider the 20-minute extension in the procedure to be clinically significant. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00691 and 3008114965-2023-00692. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e1: the initial reporter phone: (B)(6). The initial reporter email address was not available/reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30824156) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00691 and 3008114965-2023-00692. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, an envoy® guiding catheter, 6f, 100 cm, mpd, xb (67025800/30824156) was placed in the target site, an unspecified competitor brand microcatheter was delivered into the guide catheter. It was reported that the concomitant microcatheter encountered some resistance at the distal end of the guide catheter. The physician delivered a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300/ 8028687) into the microcatheter. The stent was impeded in the distal end of the microcatheter and could not pass through. The physician removed the guide catheter, microcatheter, and stent from the patient¿s anatomy and switched to new devices to complete the procedure. The procedure was prolonged by approximately 20 minutes. There was no report of any negative patient impact.